Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was restricted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step. The device's oxygen blending module board was replaced to address the "service required" code and the sensor board was replaced to address the test step failure.